Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vertebroplasty procedure was performed by the customer and the procedure was completed by continuously deleting images and save images. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with the ippc (image processing pc) image disk. Review of the system log file shows an error message stating that the free disk space was too low. Upon troubleshooting, fse recreated the image store but still the ippc failed to post. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024).to resolve this issue, fse replaced the ippc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was an issue with the ippc image disk. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.